Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a ¿ medium was being used during a total laparoscopic hysterectomy on (B)(6) 2022 and ¿the green cervical cup fell off into the patient during use¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed without an alternate device and there was a 10 minute delay. Further assessment found that the ¿fragment was removed likely by laparoscopic grasper¿ detail not reported¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Received one 60-6085-201a in open original package. Lot number was verified. Performed a visual inspection, the handle of the vcare was spinning in a 360 motion. There were stains within the devices handle, when disassembling the device. The inside of the handle was broken near the 7443 uv adhesive. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 59 reports, regarding 70 devices, for this device family and failure mode. During this same time frame 509,312 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a ¿ medium was being used during a total laparoscopic hysterectomy on 04apr22 and ¿the green cervical cup fell off into the patient during use¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed without an alternate device and there was a 10 minute delay. Further assessment found that the ¿fragment was removed likely by laparoscopic grasper¿ detail not reported¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.